Manufacturer narrative:
H10: the device was received for evaluation. During functional flow rate testing, the device did not deliver within specification. Evaluation did not assess for the customer reported 'failed upstream/downstream occlusion test'. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported over infusion was verified. The cause of the condition was determined to be that the pump experienced free flow after it stopped due to a broken door hinge. The mechanism requires replacement to address this issue. The condition 'failed upstream/downstream occlusion test' was verified; however the cause was not determined and no pump correction was required. The device will be subject to all service processes and testing before being returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed flow rate test and also upstream/ downstream occlusion testing during preventive maintenance. There was no patient involvement. No additional information is available.